Event description:
As the surgeon was performing the surgery, he noted the suction device had suddenly stopped working. The cord from the suction machine loosened from the canister. While waiting for the hose to be re-attached, blood welled up in the hypopharynx and leaked around the laryngeal mask airway (lma). The patient began having airway sounds, and some resistance was encountered by the anesthetist in ventilating the patient. These issues resolved as soon as the blood was evacuated from the pharynx, with approximately 30-60 seconds of elapsed time without suction. The identical procedure was performed on the contralateral tonsil without complication. By the end of surgery, anesthesia was concluded but the patient evidenced stridor, presumably due to the aspirated blood. Lma was replaced with an endotracheal (et) tube, and the patient was sedated and sent to pediatric intensive care unit (picu) for overnight observation. The patient was discharged the following day with no further complications. The circulator stated the problem is that there is nothing to securely fasten the cord to the canister.